Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, although the unit was set to a specific output, when the foot pedal was pressed, the output display dropped. It is unknown how the procedure was completed, but the complainant did confirm that there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant conducted further testing of the unit. It was discovered that although the display changed when the pedal was pressed, the output was always consistent with what the unit was originally set at. The complainant confirmed that the foot pedal was functioning properly by testing it with another unit.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during a procedure on (B)(6), 2010. According to the complainant, although the unit was set to a specific output, when the foot pedal was pressed, the output display dropped. It is unknown how the procedure was completed, but the complainant did confirm that there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Following the procedure, the complainant conducted further testing of the unit. It was discovered that although the display changed when the pedal was pressed, the output was always consistent with what the unit was originally set at. The complainant confirmed that the foot pedal was functioning properly by testing it with another unit.

Manufacturer narrative:
Physically, the unit is in fair condition; there are some scratches on the cover, and all knobs and switches function properly. Electrically, the unit was out of specification and needs to be calibrated. The condition of the returned device was consistent with the complaint of electrical issues; the complaint was confirmed. Once the device was calibrated, the unit passed all evaluation protocols. The most probable cause is wear and tear from repeated use. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.